Event description:
Prior to initiating an IV,, a bd insyte autoguard 20gax1.16in catheter was removed from its packaging and the sheath. I noted a pink piece of plastic at the beveled end of the needle that appeared attached so the needle was set to the side and a new needle chosen with no further issues.